Manufacturer narrative:
H3 and h6 codes: updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. Customer complaint about the device having a cassette error was confirmed through functional testing. It was determined to be an upstream occlusion (uso) sensor issue. The uso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. Performed downstream occlusion (dso) sensor calibration. The software was updated and unit reset to standard configuration.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a cassette error. There was no reported patient involvement and harm.